Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose level ranged between 104-208 mg/dl and a manual injection was administered to address the bg level. The customer successfully loaded a new cartridge onto the pump each time to resolve the issue. The customer reported the pump would continue to be used for insulin therapy.